Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient became hypotensive and may have suffered from ¿possible cardiac arrest." The crash cart was brought in by the medical team. Reportedly, the event was due to the anesthesia, and not caused by the ion system. The patient was stabilized and admitted to the hospital overnight for observation. Intuitive surgical inc (isi) has made several attempts to obtain information from the physician; however, no additional information was provided.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient allegedly became hypotensive and may have experienced "possible cardiac arrest." The crash cart was brought in by the medical team. The patient was stabilized and admitted to the hospital overnight for observation. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.